Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced periods without ilet data and hyperglycemia after repeatedly removing the ilet or allowing the cartridge to run empty, with troubleshooting and education provided and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the patient and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, and the device problem and component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.